Manufacturer narrative:
Evaluation summary: this case is under evaluation and pending the replaced parts receipt for evaluation. Once the evaluation results of the case and replaced parts are on hand a supplemental report will be submitted. (B)(4).

Event description:
The customer reported: the service representative was doing the am check on this pump and when the screen came up it was very faded the turned to all vertical lines and then the faded screen reappeared. The pump was sent to clinical engineering. It was reminded to the service crew to make sure they saw any parts that are replaced and to send back to the company.